Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022 the patient was sweating, shaking, and light-headed. She checked her fingerstick bg which was 301 mg/dl, however, the cgm was reading 163 mg/dl. She went to the emergency room (ER) where another fingerstick bg was taken an hour after the first; the bg was 400 mg/dl and the cgm was reading 263 mg/dl. She was given an insulin injection, admitted to the hospital and discharged (B)(6) 2022. At the time of the report she was feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.